Event description:
Initially, it was stated that the buttons were not responding properly on the insulin pump. It was then stated on another occasion that the customer was taken to the hospital for fear of possible hypoglycemia. Prior to the event, the customer's grandmother accidentally programmed a 6 unit bolus instead of a 2 unit bolus. The grandmother immediately removed the infusion set and took the customer to the hospital where the blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad trace.